Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a mitral valve-in-valve procedure with a 26 mm sapien 3 ultra valve in a previously implanted non-edwards surgical valve, originally implanted for 11 years and 5 months, and failed due to regurgitation. As reported, the 1st delivery system balloon ruptured during inflation. There was no extra volume added to the balloon prior to the inflation. There was no difficulty with the valve alignment. There was no difficulty withdrawing the delivery system. The delivery system and esheath were removed from patient as normal. A 2nd system was used to post dilate valve. The thv was successfully implanted, and the patient was reported to be in stable condition at the end of the procedure. The delivery system is expected to be returned for evaluation. There was no injury or complication related to this event. The patient's final outcome was noted to be discharged. The perceived root cause of the event was unknown. Per preliminary pre-deco observations, a distal tip split was observed on the returned esheath.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A visual examination was performed, and the following was observed: liner fully expanded and distal tip open as designed. Partial liner delamination and liner bunching at sheath distal end. C-marker band is present. Distal tip is split proximal to axial score line. Multiple kinks along the sheath shaft at approximately 1.0'', 1.5'' and 2.25'' from distal tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed p ER returned product evaluation, however, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''the 1st delivery system balloon ruptured during inflation [...] There was no difficulty withdrawing the delivery system''. Per device evaluation, sheath distal tip split was observed. It is likely that the sheath distal tip sustained damage during system removal. Retrieving a system with an altered balloon profile, such as the burst balloon, could cause it to catch on the tip, leading to the observed sheath distal tip split. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint events. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.